Event description:
Boston scientific crm received information that this local representative contacted technical services to report that this patient developed a (B)(6) infection. The patient has been scheduled for system explant in the near future. The available information suggests that the device and lead system remain inservice.

Manufacturer narrative:
Subsequently, boston scientific received information from an implant form (dated (B)(6) 2011) that this patient was presented to the electrophysiology (ep) laboratory for a implant procedure. The patient past history is remarkable for device/lead explant in (B)(6) 2010. The local representative was not present at the system explant procedure. The local representative reported that this patient had a ventricular tachycardia arrest in the past. The patient was admitted and was started on long term antibiotics for the (B)(6). The new device and lead system were implanted without incident in (B)(6) 2011.